Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient has been having issues and the device is not helping the patient's symptoms so the patient is scheduled to have the device removed in may. Caller said the patient would like to turn stim off because stim is causing discomfort. Caller said was not w/ the patient at the time of the call. Caller will call back when they are with the patient. Pt and their spouse called back an requested assistance to turn stimulation off so they will be ready for device removal surgery. Callers said the therapy has not helped pt's chronic diarrhea symptoms since implant and the doctor is going to remove it. Clarification later in the call revealed pt thought maybe it helped a little bit (not a 50 percent improvement) and they think there is something else going on. Patient services worked with callers to sync and they reported getting poor communication on the programmer. Caller changed the batteries, tried again to synch and reported stim was on program 4 at 1.4volta. Patient services worked with callers to turn stim off and caller confirmed the lightening bolt was gone and stimulation was off, the external equipment was working as expected. Patient will continue working with their doctor to further address their issue. No device issues were reported.